Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare provider noted "observations made during surgery" of "hole, non-specific". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.